Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 448 mmg/dl. The customer stated that she is unaware of her blood glucose status both high and low. The customer reported they have a backup plan available. The customer was treated for high blood glucose with insulin pump. After the troubleshooting was done, customer will be dropping the carelink report to the healthcare provider and will go from there. Customer was advised to monitor and call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.